Manufacturer narrative:
Corrected, h6, health effect - impact code, component code. A1 - patient identifier. A1, a2, a4, a5 and a6 b2, and b6. No product was returned; however, a picture of the device was provided for analysis. The complaint of leakage can be confirmed based on the returned images. The cause of the issue couldn't be confirmed. A review of the device history record (DHR) showed that all inspections were completed, with no issues noted during manufacturing.

Event description:
It was reported that after blood was extracted from the patient, blood would leak out from the plug. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.